Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jan-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was stuck. A technical support specialist checked the populate buttons screen and confirmed that everything appeared normal. Tss then attempted to open the drawer, but the nurse reported that drawer 01 still would not open. Tss asked customer to use a slim tool to slide through the gap of drawer 01 to ensure that nothing was obstructing it. Customer followed the instruction and cleared a cubie lid that had opened inside the drawer. After clearing the obstruction, customer attempted to issue the medication again, and the drawer opened successfully. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 drawer 01 would not open when the user attempted to issue roxanol. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.